Event description:
It was reported by the clinician that in three separate instances the catheter separated from the hub while pulling back the catheter. No further details are available at this time.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.